Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. [Missing records: records for CT scan that revealed a lower midline incisional hernia were not provided]. On (B)(6) 2005: (B)(6), md. Operative report. Procedure performed: laparoscopic incisional hernia repair with mesh. Preoperative diagnosis(es): incisional hernia. Postoperative diagnosis(es): incisional hernia. Indications: the patient is a very pleasant 46-year-old female who underwent removal of a lower abdominal mass recently. Since that time she has had increasing pain and a feeling of fullness in her lower abdomen. Physical exam and CT scan have revealed a lower midline incisional hernia. Secondary to this it was decided she would benefit from a hernia repair. The risks and benefits of the surgery were explained to her and she agreed to proceed. Anesthesia: general endotracheal anesthesia with (B)(6) associates. Findings: lower midline incisional hernia. Drains: none. Specimens sent: none. Disposition: to recovery room extubated and in stable condition. Estimated blood loss: 40 ml. Complications: none. Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. After satisfactory general endotracheal anesthesia was obtained her abdomen was prepped and draped in the usual sterile manner. We began by using the optiview, inserting a 12-mm port in the left upper quadrant after a 2-cm incision had been made. Once the peritoneal cavity was entered co2 insufflation was begun. We then placed a 5-mm port in the left lower quadrant. Inspection at this time revealed an incisional hernia in the lateral midline. Using sharp and blunt dissection this was taken down. There were a few small bleeders in the mesentery. They were stopped using electrocautery. After the hernia was completely taken down it was measured and a piece of gore-tex dual mesh was then measured to size. This ended up being a 13 x 8 cm. This was measured and then cut for an adequate 2-cm margin around the hernia. At the 1 o¿clock, 3 o¿clock, 5 o¿clock, 7 o¿clock, and 9 o¿clock, and 11 o¿clock positions gore-tex suture was then placed extracorporeally. After this was performed the mesh was then rolled up and placed in the abdominal cavity through the 12-mm port intracorporally [sic]. The mesh was then flattened out and placed in the proper position. Using stab incisions at the 1 o¿clock, 3 o¿clock, 5 o¿clock, 7 o¿clock, 9 o¿clock, and 11 o¿clock positions the suture passer was then placed in through the abdominal wall under direct vision and the sutures were brought up through the abdominal wall at the appropriate spots. This was performed in all six positions. These were then tied down. The mesh was inspected and felt to be in good position with good coverage of the mesh at this time. Then, using the onyx tacker, the mesh was tacked in a 360-degree fashion for good secure placement on the abdominal wall. The area was inspected and there was no evidence of bleeding. We then, under direct vision, allowed co2 insufflation to be released and the hernia repair was allowed to fall on top of the peritoneal contents. It was felt at this time that we did have good coverage of the hernia. All ports were removed. The incisions were closed with 3-0 subq vicryl sutures and sterile dressings were applied. There were no complications during the procedure. The patient tolerated the procedure well. All counts were correct at the end of the procedure.¿ product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. [Missing records: records for CT scan showing small recurrent hernia inferiorly were not provided.] On (B)(6) 2005: (B)(6), md. Operative report. Procedure performed: diagnostic laparoscopy. Open ventral hernia repair with mesh. Preoperative diagnosis(es): recurrent ventral hernia. Postoperative diagnosis(es): recurrent ventral hernia. Indications: the patient is a very pleasant 46-year-old female who underwent a laparoscopic ventral hernia repair approximately two months ago following a gyn procedure. She did well initially, but then began having recurrent pain. A CT scan was performed with findings of a small recurrent hernia inferiorly. Secondary to this, she desires complete repair. The risks and benefits of the surgery were explained to her and she agreed to proceed. Anesthesia: general endotracheal anesthesia with dr. (B)(6). Findings: recurrent ventral hernia with small piece of incarcerated omentum in hernia. Drains: none. Specimens sent: partial omentectomy. Disposition: to recovery room extubated in stable condition. Estimated blood loss: 40 ml. Complications: none. Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. After satisfactory general endotracheal anesthesia was obtained, we first began by placing a 10 mm port using the omni port method to get into the peritoneal cavity and co2 insufflation was begun. We inspected the area with findings of a large amount of adhesions to the previously placed mesh with what appeared to be hernia inferiorly. We then place a second 5 mm port in the left lateral area under direct vision for some mobilization of these adhesions, but it was decided that she would benefit more from an open procedure. We then removed the ports and co2 insufflation was stopped. We then began an open procedure over the hernia site which was approximately midway between the umbilicus and the pubic tubercle. A 6 cm incision was made with a 10-blade on top of this. Using electrocautery, dissection was taken down to the hernia sac with findings of incarcerated omentum coming through the hernia. This omentum was excised and first the omentum was place back into the peritoneal cavity. It was found that a small piece of omentum had snuck up underneath the previously placed mesh inferiorly. We then closed the hernia defect using initially multiple interrupted #0-ethibond suture. A piece of marlex mesh was then place in an overlay fashion using multiple interrupted #0-ethibond sutures in a 360 degree fashion, verifying 2 cm coverage of the hernia. The subcutaneous was then closed with a running 2-0 vicryl suture. We then closed the wound with 3-0 vicryl sutures and a 4-0 suture was used for skin closure. Sterile dressing was applied. There were no complications during the procedure. The patient tolerated the procedure well. All counts were correct at the end of the procedure.¿ records span (B)(6) 2005 to (B)(6) 2005. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrent hernia inferior to mesh; slipped omentum between mesh and abdominal wall; revision. Additional event specific information was not provided.